Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During a routine preventative maintenance evaluation of the customer's device, physio-control observed that it would charge, but not shock, over 200 joules. Additionally, physio observed that the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.